Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 490mg/dl, and he was treated with manual injections. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir alarms. Further testing could not be performed as customer did not have any supplies. The caller mentioned having a couple of bent cannulas. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.